Event description:
It was reported that an asymptomatic patient presented in the operating room for device change out for normal eri. Prior to revision, externalized conductors were observed via diagnostic imaging. No electrical anomalies were detected. Due to occlusion, the patient was referred for laser extraction of the lead. No further information is available.